Manufacturer narrative:
Additional information: the system control board and the relay board were replaced. Both parts were received by manufacturer, however, evaluation is still in progress and no information is currently available.

Manufacturer narrative:
The evaluation of the suspect power control board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis on the relay for the imaging system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Following part replacement, the imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. No parts have been replaced.

Event description:
A site biomed representative reported that outside of a procedure, the imaging system beeps when it is turned on. It was reported that the generator does not display the check box. There was no patient present when this issue was identified. No other information provided.